Event description:
End user reported that the used the device for about 2 hours on his arm and claim it caused an infection, pain and burning.

Manufacturer narrative:
Manufacturer has made four (4) attempts in total to obtain information from the end-user to investigate this claim. On (B)(6) 2012, the end-user sent a photocopy of the box and seven (7) pictures of his arm that showed a red outline of the bandage and some scabbing, but no signs of infection were present. At that time it was determined that medical device reporting was not necessary. On (B)(4) 2012, manufacturer called end-user and left voice mail message. End-user did not respond. On (B)(4) 2012, manufacturer insurance company spoke to end-user and was told that he used 1 bandage and threw the rest away. However, no indication or medical intervention was reported. On (B)(4) 2012, manufacturer sent letter to end-user to inquire about the need for medical attention. On (B)(4) 2012, manufacturer again made an attempt to contact consumer to determine if medical intervention had been required. On (B)(6) 2012, the consumer responded stating that he has furnished all the information we need. Manufacturer believes due diligence has been demonstrated to find out whether or not the end-user received any type of medical treatment. No information can be obtained from the end-user. This report is being filed resulting from an FDA inspection at the manufacturer on (B)(4) 2012 where the manufacturer was cited for failure to make multiple attempts to obtain information for MDR decisions. Even though end-user pictures do not show any signs of infection, he did not provide any information stating whether or not medical treatment for this adverse event was received or if any infection had been confirmed by a medical professional from the use of this bandage.